Event description:
The complainant alleges, "today the machine sparked fire (flame) from the front connection plug for the foot control."

Manufacturer narrative:
Unit was received and serviced by the repair department on 05/20/2024. The complaint was not confirmed. No evidence was found for any sparking, or burning on the front panel connections during initial checks of the unit. The main board was removed from the unit and examined with no evidence found for sparking or burning inside the unit. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Manufacturer narrative:
Awaiting return of the reported device and/or additional information to complete the evaluation.

Event description:
The complainant alleges, "today the machine sparked fire (flame) from the front connection plug for the foot control."